Manufacturer narrative:
Additional information: it was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain, malaise and cloudy effluent. The breach in aseptic technique was not further described. The patient was treated with intraperitoneal vancomycin as empirical treatment (for five days) and amikacin (100 milligram, one time per day for twenty days) for the event of peritonitis. Dianeal therapy was ongoing. After twenty days, the patient has recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.